Event description:
It was reported that the patient experienced inadequate stimulation and tenderness at the anchor site which often bothered her. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and tenderness at the anchor site which often bothered her. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the explanted devices will not be returned as it was kept by the medical facility.